Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tg3720/7001178, tg3115/06516056) to treat a thoracic aortic aneurysm. Total debranching was performed and y graft was implanted before the tag procedure. Two tag devices were implanted from right common iliac artery and a balloon catheter was used for more compression in the distal area. The angiography showed that the endoleak had resolved. On (B)(6) 2015, an additional procedure was performed to implant a gore® tag® thoracic endoprostheses (tgu373720j/13304122) to treat a type iii endoleak between the tag devices. After the procedure, the angiography showed that the endoleak had resolved. The patient tolerated the procedure. No indication was given as to the cause of the type iii endoleak.